Event description:
It was reported that the devices were used during a resection mediastinal procedure. The devices were misfiring and clips were scissoring. Another device was used to complete the case. There was no consequence to pt.